Event description:
The nurse reported that during setup, the cassette would not stay in. The system displayed messages. The system was switched out to proceed with cases. There was a 5-10 minute delay experienced. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the problems reported. The fluidics module was replaced. The system was then tested and met all product specifications. The fluidics module has been rec'd and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).